Event description:
Patient tested on the suspect device with an inr result of 8.0. The lab value was 5.5 inr. Level 1 control was initially out of range and a repeat was in range. Level 2 control was in range. The doctor changed the patient's coumadin based upon the lab value. The device was replaced and requested to be returned for evaluation.